Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized twice due to low sensor glucose. The customer was having sensor glucose versus blood glucose differences of over 80 points. On (B)(6) 2019 the customer had sensor glucose of 40 mg/dl and blood glucose of 120 mg/dl and received emergency medical assistance. The customer was at 116 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also reported a keypad anomaly. Troubleshooting was not completed. The insulin pump will not be returned for analysis.